Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067 programmer rf (radio-frequency) head, product ID: 2290 pacing system analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the stylus worked ok, both non-wireless and wireless functions work ok. It was also noted that the electrocardiogram (ECG) connector was loose, the system fan was noisy, the power cord door was missing, an odor was coming from the power supply so the power supply was replaced and the display printed circuit board was ok.

Event description:
It was reported that the screen was having issues related to its sensitivity, and the rear door was damaged. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.